Event description:
The customer reported that during the procedure, the sts had been leaked. The procedure was completed with new products. No patient harm or injury was reported.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Electronic review of the DHR determined no exception documents were recorded that would cause this type of incident to occur. Furthermore, there were no process deviations or non-conformances recorded for this lot or the lot(s) that produced the device. The customer returned a single device in position two (the ready to use or engaged position). The device was received in the tray which is used to send the device to the customer, this tray does not support or protect the catheter during shipping from the customer, and a bend at the end of the catheter hub was noted. Without opening the bag several instances of pinches or twisting were noted. Additionally, dried blood and other fluids were observed on the catheter, with a bit of dried biomatter found on the distal tip of the wire. The device was flushed with fluid and the locations where the twisting was noted were observed to leak. The complaint has been confirmed. The device was found to leak at areas where it had become severely twisted. With the report stating that the failure was noted during use it is suspected that this twisting and subsequent leaking was caused due to difficult patient anatomy. This is noted in the IFU and warnings are in place that this may occur during use, however, it is unknown if this is what happened to damage the catheter as seen. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found.